Event description:
During a sigmoid colectomy procedure, the cs29 stapler was attached to the idrivec, but failed to open after calibration. After a second cs29 stapler had been fired, there was difficulty in removing the device from the tissue. Another device was used to excise this cs29, and the procedure was completed by use of a third cs29 stapler.

Manufacturer narrative:
Two cs29 staplers were returned; both had damaged clamping shaft drive clips, which would not allow the device to open. The concomitant device (idrivec) was also tested. The torque output from this device may have caused damage to the drive clips. The output torque from this device has since been reduced. The information in this section pertains to one of the returned cs29 staplers. The second cs29 stapler was from lot lc-000379. This lot had an expiration date of 02/29/2008. Pmi does not accept responsibility for use of the product by the healthcare facility beyond its expiration date.